Manufacturer narrative:
B2: outcomes not applicable for malfunction report. D8: corrected. H6: medical device problem code corrected. Manufacturer's investigation conclusion: low speed events were confirmed via the submitted log file data; however, a root cause cannot be conclusively determined. The submitted log file contained events spanning from (B)(6) 2024. Two transient low speed events, with pump speed falling as low as 3520 rpm (revolutions per minute), were captured on (B)(6) 2024 while the system was supported with the mobile power unit. The patient remains ongoing on (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (IFU) and patient handbook also outlines all visual/audio alarms and what action(s) should be performed when they occur. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Event summary: it was reported that during the patient's follow up visit, some unusual rpm drops were noted in the log file. Whether the root cause of the drops was from mechanical, technical, or other sources was being investigated. X-rays of the driveline was done and log files were submitted for review. The log file data showed speed reduction events on 29mar2024 and 04mar2024. Possible causes of this event could be a short to shield event or a high current event. In order to prevent further interruption in support, it was recommended to keep the ventricular assist device (vad) connected to battery power or an ungrounded patient cable and power module until further investigation was completed. The momentary pump stop could have been caused by a high current event per the pump design. The high current event could be caused by either power spikes or a thrombus. If thrombus was suspected, it was recommended to review clinical data such as lactate dehydrogenase (ldh) levels, dark colored urine, decreased left ventricular (lv) unloading, increased heart failure symptoms, or cannula (pump) malposition that could support the presence of thrombus. When the patient was checked out, they did not mention any symptoms and the lab results such as ldh levels or plasma free hemoglobin (pfhb) showed no signs of thrombotic event and thrombus could not confirmed. Since all the events seen in the log files occurred while the patient was connected to mobile power unit (mpu) power, they could be linked to potential issues with the percutaneous lead. The submitted x-ray images were unremarkable. If there were any fractures within the driveline was unable to be determined from the log file data or the x-ray images. It was still recommended to have the patient use an ungrounded patient cable to prevent speed reductions or pump stops due to short-to-shield. If the problem is to persist while on an ungrounded patient cable or battery power, short to shield event would be ruled out. As the event seemingly was a one time occurrence, abdominal x-rays were to be done in the patient's next follow up visit and those results are being awaited. If any cable related issues were to occur again, providing the ungrounded patient cable was to be considered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.